Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system during the first week of pump use, after entering meal announcements approximately one hour after eating, which led the pump to deliver a correction bolus followed by a low blood glucose event; troubleshooting and education on treating lows at cgm alarms and on timely meal announcements and best practices were provided. Symptoms included low blood glucose with cgm readings reported around 90 mg/dl after treatment. Outcomes included successful self-treatment of hypoglycemia with oral carbohydrates and stabilization of glucose, with no hospitalization. Investigation included review of available device data and user report. Investigation of this case revealed user handling and timing of meal announcements as the most probable contributor to the hypoglycemic event, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.